Manufacturer narrative:
This supplemental report is being submitted to report additional information from the customer. Additional information: additional information from the customer states there were 4 patients with false positive results and not the 3 to 6 as initially reported.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s: 1221359-2021-01456 (pt1), 1221359-2021-01457(pt2), 1221359-2021-01458 (pt3), 1221359-2021-01459(pt4) and 1221359-2021-01471 (results 5 and 6).

Event description:
The customer reported three (3) to six (6) false positive results with the ID now covid-19 assay for multiple patients performed in the last three months. The customer reported four (4) of the six (6) results were obtained (B)(6) 2021 , (B)(6) 2021 , (B)(6) 2021 and (B)(6) 2021 . This MFR. Report addresses patient results 5 and 6. The customer reported two (2) false positive results with the ID now covid-19 assay performed on a tested kit throat swabs. Pcr confirmation testing was performed on a throat swab and generated negative results. No patient demographics or test dates were provided for these results. The patients were placed in isolation and therefore came in contact with positive patients. The customer stated that the patients who obtained a false positive results were kept under observation for a "few" days. The patients were then quarantined for 14 days after exposure.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1018210, test base part number 190-430 / lot: 1018210. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018210 showed that the complaint rate is (B)(4). In conclusion,abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified.